Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, components l701, l702, esd 700, and u723 on the distribution node pca were thermally damaged. The cause of the failure was the defective dn pca. The root cause of the defective dn pca was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt failed functionality testing.